Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the angle wire rupture. Based on the result, we concluded that it was caused due to the excessive force applied on the angle wire. In addition, our technician confirmed that the insertion flexible tube bump, and the segment steel braid rupture; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Related to this product, an adverse event may has occurred. Therefore, based on the technical report "hr-rpt-0587(angle)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Angle wire cut.